Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that system fault was recorded in history. Visual inspection of the pump found no damage or crack, did indicate error code 41622 during power up. During analysis, the customer's stated problem was able to be verified. The pump was inspected and found error code during power up. Functional testing was also performed, and it failed. Further investigation of the pump determined that a faulty optic switch flex was the root cause of the issue. Service replaced the optic switch flex to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that out of box a smiths medical cadd-solis vip ambulatory infusion pump had an unrecoverable error. There was no patient involvement. No adverse effects were reported.